Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. X-ray review result: post-op x-rays for thoraco lumbar to iliac fusion were provided. No hardware malfunction is apparent from the images. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative kyphoscoliosis; and underwent posterolateral spinal fusion at t9-s2ai a nd posterior lumbar interbody fusion at l4-l5. Intra-op, at the time of performing plif at l4/5, when the physician tried to place the implant, it dropped to the anterior direction. There was a delay of less than 60 minutes in the overall procedure time due to this event; however, no patient complications were reported. A revision surgery was performed on (B)(6) 2019, wherein the malpositioned implant was removed successfully.